Manufacturer narrative:
Additional catalog #: 72402105, 72402287. (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. No device malfunction reported. Device has not been returned for analysis. No conclusion can be drawn at this time.

Event description:
On (B) (6) 2007, patient was implanted with an artificial bowel sphincter (acticon). On (B) (6) 2007, balloon and pump were removed and replaced due to skin erosion and pain. Onset (B) (6) 2007. Post surgical complication: sepsis. Information indicated a follow up visit on (B) (6) 2008 inflammation and pain at vaginal and inguinal incisions. No infection. Patient wants explantation. Follow up visit on (B) (6) 2008, psychological intolerance regarding artificial sphincter. On (B) (6) 2008, the entire system was explanted due to psychological intolerance.